Event description:
It was reported that the charging pad for an ilet pump was not working and a replacement was requested after shipping details were confirmed. Symptoms included no clinical effects. Outcomes included no impact on health or activities of daily living. Investigation included customer service intake and troubleshooting guidance. Investigation of this case revealed a suspected malfunction of the external charging accessory with no associated pump alarms. It was concluded, based on previously established findings for similar reports, that the cause was an accessory malfunction of undetermined root cause.

Manufacturer narrative:
Initial.